Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the perclose proglide sutures was attempted in the common femoral artery using two proglide devices. After each device was inserted into the vessel through a 7-french sized access site, attempts were made to deploy the device sutures, but needle-to-cuff misses occurred. When the needle plungers were removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.